Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va2alyy, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 15-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that  the patient's implant was "not working" since they had a bad fall on christmas morning. The patient stated they were in "such pain" so they didn't try to get it to work again, but reported when they did try the issue of it "not working" was that the patient was not able to charge their ins. They stated that it sounded like it was trying to connect to charge, but reported it wouldn't connect following their fall on christmas morning.  They tried again to use the device last week and reported getting por message. Patient services reviewed por message meaning. The patient then reported they think they may have broken a lead wire when they fell because they landed hard "in that area". They stated since the fall they have not had problems with their bladder and clarified that their bladder symptoms are better since the fall and they were only using one pad per day. However, patient is unable to charge ins since the fall. Patient services agent did not ask about the circum stances that led to the reported issue. Troubleshooting was unable to be performed as the patient stated they did not have time to troubleshoot at the time of the call. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included them stating at this point they think they want to have implanted system removed because they are having "another problem" (no indication related to device/therapy) that patient needs an MRI of their brain and stated the MRI facility near them was unable to complete the MRI scan and the patient needs to drive an hour away to have the MRI scan. They stated they had a "bad accident" in july and stated they have had 5 falls since then. Redirected patient to hcp to discuss their desire to have ins removed.

Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# va2alyy. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Pt called back and referenced call below as well as reiterated information. Pt reports is ready to troubleshoot. Agent walked pt through connecting to ins. Pt reports recharger often connects for a moment then loses connection again. Agent walked pt through resetting recharger and dismissing code 3167. Agent walked pt through locating incision site and repositioning recharger. Pt reports is unable to feel implant but was never able to in the past. Pt reports this is more trouble than worth it for pt and states since fall symptoms have improved 98%. Pt denies checking ins placement at hcp office and reports did not have external equipment. Pt confirmed seeing charging screen that went from good connection to excellent connection but lost it after a few moments again. Pt was redirected to hcp to check ins placement. Pt also mentioned feeling a burning sensation while charging that goes away. Agent recommended using a thin layer of clothing and pt confirmed always charges with belt.